Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. Radiographs provided confirmed the alleged event. It is unknown if patient followed post-operative activity restrictions. The root cause of the screw fracture is unknown at this time. No revision procedure has been reported. Potential adverse events and complications. "...as with any major surgical procedures, there are risks involved in orthopedic surgery..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Patient education: "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications..."

Event description:
On (B)(6) 2018, patient underwent a spinal procedure due to a fracture at the t12 level. The patient received instrumentation from t11-l1. On 2/15/2019, it was reported shank broke away from the tulip head. A revision procedure has not been performed at this time. No patient injury has been reported.